Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tube push off occurred with a bd vacutainer® flashback blood collection needle. The following information was provided by the initial reporter, "customer using fbn and bd tubes to withdraw blood from patient, during puncture tube into the fbn, tube push off occurred. 5% occurrence this issue, occurred on first or second tube."

Event description:
It was reported that tube push off occurred with a bd vacutainer® flashback blood collection needle. The following information was provided by the initial reporter, "customer using fbn and bd tubes to withdraw blood from patient, during puncture tube into the fbn, tube push off occurred. 5% occurrence this issue, occurred on first or second tube."

Manufacturer narrative:
Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated/tested and the customer's indicated failure mode for tube push off with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for tube push off with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.